Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant the right ventricular (rv) and left ventricular (lv) leads exhibited possible loss of capture. It was also noted that the rv lead thresholds appear to have increased. The leads remain in use. No patient complications have been reported as a result of this event.